Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The physician was attempting to coil a splenic artery aneurysm while using the penumbra coil 400 system. After deploying the first coil several times, the physician tried to pull back the coil (standard 24x57) into the microcatheter and the coil detached. Several attempts were made to retrieve the coil with an ensnare device and the coil mass was entangled at the tip of the sheath. The physician continued to pull on the coil, first with the ensnare and then with an inflated balloon within the sheath and broke the coil. The coil was then left in the vessel, proximal to the aneurysm. No adverse reaction was reported following the procedure.